Manufacturer narrative:
The subject meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The subject test strips were not sent back because the patient did not have any left. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred on (B)(6) 2011. She claimed that the patient tested his blood glucose and received a reading that was high compared to his normal readings/feelings. The reporter could not recall the result obtained. Per the reporter, the patient manages his diabetes with an unknown type of insulin and bases his dose on a sliding scale. The patient reportedly was administered insulin based on the alleged high result obtained with the subject meter and approximately 1 hour later became ''shaky.'' The patient reportedly was treated with food and/or drink at an unknown time of that same day. It is not known if the patient checked his blood glucose on another device. At the time of troubleshooting, the reporter did not have any of the testing supplies with her for troubleshooting and did not have any of the subject test strips left. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.